Event description:
I was healthy and pain-free with no medications before the essure implants in 2010 (ref # ess305, lot 686081). I was in excruciating pain during the placement of the devices, and the procedure took more than 30 minutes because the doctor had trouble getting the devices into place. The hsg was also excruciatingly painful because the doctor was unable to get the tubes into correct placement on the first try. The amount of pain was beyond what should be allowed without general anesthesia. The pain eased up somewhat after a few days of placement, but has flared up repeatedly and has caused many other problems, including: severe cramping, sharp and stabbing pelvic pain, burning pelvic pain, irregular periods, spotting, discharge with odor, hot flashes, night sweats, painful periods, heavy periods, large blood clots, loss of libido, utis, urgent and frequent urination, breast pain, nipple discharge, abdominal spasms/twitches, joint pain, body aches and pains, muscle cramps/spasms, tendinitis, fibromyalgia, arthritis, facial pain, nerve pain, tmj pain, tooth pain, nausea, vomiting, constipation, severe bloating, headaches, chronic fatigue, migraine with aura, vertigo, chronic dizziness, tingling in hands and feet, numbness in hands and feet, restless leg syndrome, electric shock feelings throughout body, brain fog, forgetfulness, confusion, difficulty concentrating, anxiety, panic attacks, chronic choking feeling, globus hystericus, mood swings, depression, tinnitus, body twitching, itchy skin, tremors, shakiness, chemical sensitivities, seasonal allergies, dust allergies, hives, skin rashes, acne, cochlear sensitivity, sensitive teeth, gum tissue wearing away, hair loss, dry and brittle hair and nails, dry skin, insomnia, weight gain, inability to lose weight with diet and exercise, eye floaters, blurry vision, double vision, metal taste in mouth, excessive sweating, chronic phlegm, chronic sinus congestion, ear fullness, vitamin d deficiency, low ferritin levels, elevated liver enzymes, heart palpitations, unexplained bruising, frequent nosebleeds. I have had multiple mris, CT scans, blood tests, and doctor visits since essure was placed, and no one can give me any other explanation for all the pain and side effects I've had other than chronic inflammation from essure. (B)(4).